Event description:
It was reported the patient presented post-procedure feeling shortness of breath and chest discomfort. It was suggested the implant of the leadless pacemaker (lp) caused a pericardial effusion when the right pulmonary artery was accessed through the right ventricle. Pericardiocentesis was performed. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.